Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) displayed as "high" on cgm and bg meter. Cause was unknown. Elevated bg was addressed via a correction bolus and manual injection. Tandem technical support followed up with the customer to ensure bg value had decreased. Customer confirmed bg at the end of the call was 278mg/dl. Customer declined troubleshooting with tandem technical support. Reportedly, customer discussed elevated bg with healthcare provider.